Event description:
It was reported that the insulin pump alarmed several no delivery alarms. The blood glucose reading was 156 mg/dl. The customer stated that he changed out the infusion set, and the device worked fine for some time before alarming no delivery again. The most recent blood glucose reading was 125 mg/dl. Upon troubleshooting, it was found that the alarm was resolved by a reservoir change. The insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.